Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 40 mg/dl. Assisted customer to find the daily history so she can find her boluses. Customer thought that the pump is working. Customer has a dawn effect that causes her to go low. Customer was changing from a medication that would allow her to treat the phenomenon and she is making adjustments with her doctor. The insulin pump will not be returned for analysis.